Manufacturer narrative:
There was total of 9 cases dated from 11-22-23 to 1-10-24 in which all were reported as one complaint on 1-12-24. Therefore only one report will be filed inclusive of all 9 cases. The discovery of a dark radio-opaque material which seems to coat the outisde of the biopsy needles was found. This was found post procedure and prior to processing each biopsy at the lab. At this stage there is nothing reported that has affected the treatment or outcome of the patients. Since the content and quantity of the residues seen on the biopsy cores are unknown, the potential effect on the patient cannot be judged.

Manufacturer narrative:
There was total of (B)(4) cases dated from 11-22-23 to 1-10-24 in which all were reported as one complaint on 1-12-24. Therefore only one report will be filed inclusive of all 9 cases. The discovery of a dark radio-opaque material which seems to coat the outisde of the biopsy needles was found. This was found post procedure and prior to processing each biopsy at the lab. At this stage there is nothing reported that has affected the treatment or outcome of the patients. Since the content and quantity of the residues seen on the biopsy cores are unknown, the potential effect on the patient cannot be judged. Updated 09/04/2024: a third-party optical microscopy and sem/eds investigation was conducted on the dark-radio opaque material. The eds analyses performed on the particles removed from the biopsy needle shows chemistry similar to stainless steel. The particles appeared melted, maybe residues from a laser cut process which led to the interferent within the patient biopsy sample. A root cause of the interferent particles has not been established.

Event description:
On 01-12-2024 an email notification was sent to inform that foreign residues were found within biopsy tissue samples post-surgery from the use of a product.

Event description:
On 01-12-2024 an email notification was sent to inform that foreign residues were found within biopsy tissue samples post-surgery from the use of a product.